Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an (B)(6)-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease. The impella was placed via the right femoral artery for pci bailout. At the conclusion of the case, moderate bleeding was noted around the sheath. The decision was made to wean and remove the device. A 16f dryseal was inserted, and the patient was sent for surgical repair. Act at the time of the bleed was 368. The reported events are major bleed requiring surgical intervention and medical device removal. The bleeding is consistent with access-site complications and the anticoagulation requirements associated with impella support, which are known risks described in the instructions for use. Based on the available information, the bleeding was addressed with standard interventions, and the need for surgical repair was related to access-site management.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Per the investigation team request to update the suspect medical device to the pump. The following fields were updated. D1, d2a d2b, d4, and h4.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.